Manufacturer narrative:
Date sent: 11/05/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that the patient was being treated for oesophagus adenocarcinoma (1/3 of the oesophagus). During an oesophagoplasty procedure, the device misfunctioned. The intervention was an esophagus anastomosis. The first device stopped working after three minutes. Another like device was used: it stopped working after five minutes. This caused an uncontrolled hemorrhage of the left gastric vessel. The surgeon had to convert to open to be able to stop the bleeding and complete the case. The intervention time lasted two hours more than expected. There were post-op serious complications. We do not know yet if they are directly linked to the incident. A fistula appeared on the anastomosis: the surgeon did not succeed in treat it by suction, neither the implantation of esophagus prosthesis by endoscopy way in 2009. The patient died 2 days later. Additional information: for the both incidents, when the instruments stopped working, the generator indicated an error code "instrument". The post-operative complication was detected 15 days after the intervention by abdomen scanner. The surgeon tried to treat the fistula, but the treatments were not successful.